Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Associated study: rotating platform, rotating platform date of evaluation: 9/feb/2015 date of onset: (B)(6) 2021 operative side: left. Diagnosis: adhesions lt tka. Adverse event: adhesions. On (B)(6) 2021, the patient had a left hybrid total knee arthroplasty to address primary osteoarthritis, end-stage, left knee. Depuy components, including depuy patella and depuy cement x2 were used during this procedure. On (B)(6) 2021, the patient had a closed manipulation under anesthesia to address arthrofibrosis, status post left total knee arthroplasty.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.